Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that they replaced the salt bridge prior to the date of the event. The customer confirmed the stoppers were correct for the standard b (std b)/salt bridge solutions and observed crystals around the std b in the carrier but it did not appear to be dripping. Ccc instructed the customer to bleach the vent and sample port three times followed by hot water std a/std b cycles. The customer primed all fluids and auto-aligned the integrated multi-sensor technology (imt) module and the imt probe. The imt probe initially failed alignment as the cuvette ring drive motor has reached its maximum load capacity and was not able to drive the cuvette ring at the required speed. The customer homed and sequenced the cuvette ring and also sequenced the imt probe. The customer repeated auto-alignment on the imt probe, which failed again.the customer checked the imt probe, homed all modules and repeated the auto-alignment, which failed repeatedly. Due to the previous errors of cuvette unloader, the customer moved the cuvette ring to an open slot and homed the cuvette unloader and the cuvette ring. The customer performed auto-alignment on the imt probe, which passed. The customer then performed check 1 on the imt sensor and the imt probe, which passed. The customer reset the instrument. Ccc instructed the customer to replace the imt sensor and rerun quality control (qc). The customer ran qc and patient correlations, which resulted as expected. A siemens headquarter support center (hsc) reviewed the instrument data and discovered that the sample was centrifuged for five minutes which was outside of tube manufacturer's instructions for centrifugation. The cause of the samples being centrifuged outside of tube manufacturer's specifications is failure to follow instructions. The data indicated that the customer obtained the results as expected after the completion of the imt maintenance of bleaching and hot water flush of the rotary valve, vent and sample ports. Hsc concluded that the this event is sample specific due to poor sample quality and the presence of gel or fibrin in the vent or sample ports of the imt rotary valve which was preventing proper imt dilutions of patient samples. The cause of the discordant na, cl, k and co2 results on patient samples was due to sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), chloride (cl), potassium (k) and carbon dioxide (co2) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). Patient with (B)(6) received intravenous fluids therapy. The patient was not harmed. There are no reports of adverse health consequences due to the discordant na, cl, k and co2 results.